Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The anterior and posterior optic surface was scratched and the posterior surface was scraped. The optical resolution was acceptable; focal length reading was 20.60 equaling a 18.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. The handpiece/cartridge combination used to insert the lens was an off label use of the products. Additional information was requested on 07/20/2009 by fax and mail. A completed questionnaire was received.

Event description:
A surgeon reported a capsular bag tear while trying to remove a cracked intraocular lens (iol). Two months later, the iol was exchanged and a vitrectomy was performed. In a follow-up, the surgeon reported that the iol was "fractured with injection".